Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and ordered for reload. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Additional information was received from the field service representative on 1/16/2017. The fse reported that this case was opened in error on an incorrect product and associated serial number. MDR report # 1720753-2016-03405 will be rescinded.